Manufacturer narrative:
Updated fields - d4 (UDI#), d9, g3, g6, h2, h3, h4, h6, h11. The cryosolutions 4pk cartridge (33517) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; device history records (DHR) was reviewed, and no abnormalities related to the reported issue have been identified. The issue of leaking may be the result of a damaged o-ring or not completely or quickly installing the cartridge. However, the root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that when they "tried to put in the cartridge/cryosolutions 4pk cartridge (33517) on the canister, it release a nitrous oxide everywhere." It is unknown whether there was patient involvement; however, no injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.